Event description:
It was reported that a user newly set up an ilet was unsuccessful pairing with a dexcom g7 sensor, during which time the user managed glucose with subcutaneous insulin pens and reported a blood glucose of approximately 300 mg/dl that later decreased to 144 mg/dl. Troubleshooting and education were provided, including guidance to wait for sensor pairing. Investigation of this case revealed that the cause of the hyperglycemia was unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no emergency treatment and no hospitalization. It was concluded that the event was attributable to hyperglycemia of unclear cause and that the device function could not be fully assessed due to the initial unpaired sensor status. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.